Event description:
It was reported that the scale of the syringe was not printed. This occurred upon removal from package, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: received for investigation one opened, but unused package of item # g1467j, lot 6029253. Pictures were also provided. Visual inspection with unaided eye revealed the graduation marks are missing on the syringe barrel, thus confirming the complaint. This barrel is a supplied component and sent with the graduation markings pre-applied. ICU medical manufacturing process does not impact print quality on supplied barrels. The assembly and packaging machine s are not equipped with a vision system, relying on human visual inspections for print quality. In-process, the lot was inspected for "graduation marking shall be legible" based on c=0 (critical) and no nonconformities were noted. DHR's (device history record) information indicates that the lot met the acceptance requirements. In this instance, the printing irregularity is associated with the supplier's manufacturing process. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.